Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the was damaged. The customer was in a pool. Water go in the insulin pump. The device alarmed a critical pump error. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They had already disconnected from the device. They were advised the insulin pump will be replaced. The insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted.